Event description:
This complaint originated from our foreign distributor in (B)(4). The distributor contacted carefusion tech support to report a ventilator that does not power up. According to the distributor, the leds are not lit up either. They replaced the user interface module with a good known user interface module, and the problem was corrected. The ventilator was not connected to a patient, at the time of this event.

Manufacturer narrative:
(B)(4). Carefusion tech support shipped the foreign distributor a replacement user interface module. They also issued a returned goods authorization (rga) # to the distributor for the return of the alleged faulty user interface module for evaluation. As of 03/11/2015, the alleged faulty user interface module has not been received. Should the alleged faulty user interface module be received and evaluated, a followup medwatch report will be submitted.